Event description:
IV needle and catheter was placed in newborn's right hand. When button was pressed to retract needle, needle did not retract. Had to manipulate needle to remove it while trying to keep IV catheter in place, which caused IV catheter to dislodge and vein was no longer able to be flushed. Tried a second IV in infant's right foot and had the same issue, but was able to hold IV catheter in place while removing needle. Needles did eventually retract once they were partially removed from catheter and pulled out a bit.